Event description:
Per bedside registered nurse (rn): activating dialysate bag which tore and splashed in my face. Risk management noted hold to outer plastic lining of the electrolyte solution (smaller section of bag).